Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up button is intermittently unresponsive, requiring multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: all of the keypad symbols were observed to be worn and still legible. There was no evidence of tearing or peeling of the keypad noted. All buttons functioned normally when tested. Product analysis was unable to duplicate the customer complaint. As per procedure, the keypad cover was removed and there was no contamination noted underneath the keypad contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.